Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of rectocele, stress urinary incontinence, uterovaginal prolapse, abnormal uterine bleeding, dysmenorrhea, obesity, kidney stone and pelvic pain female. On (B)(6) 2020, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterotomy, bilateral salpingectomy, uterosacral ligament colpopexy, midureteral sling, perineoplasty). The reporter considered medical device removal to be related to essure administration. The reporter commented: cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.058 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: hysterosalpingogram indication: status post essure. Uterus is filled with what appear to be inconsistence filling defects likely air. There is no filling of the tubes. There is no spillage. Impression: satisfactory placement and occlusion. [Pathology test] on (B)(6) 2020: diagnosis: leiomyomata. Weakly proliferative type endometrium. No hyperplasia or malignancy identified. Bilateral fallopian tubes: focal benign para tubal cysts. Specimen source: uterus, cervix, bilateral tubes. Clinical information: uterovaginal prolapse; stress incontinence; covid-19 negative. Gross description: the fallopian tubes are gray, purple, fimbriated and average 6.0 x 0.5 cm. Representative sections are submitted in seven cassettes. Diagnosis: leiomyomata. Weakly proliferative type endometrium. No hyperplasia or malignancy identified. Bilateral fallopian tubes: focal benign para tubal cysts. Specimen source: uterus, cervix, bilateral tubes. Clinical information: uterovaginal prolapse; stress incontinence; covid-19 negative. Gross description: the fallopian tubes are gray, purple, fimbriated and average 6.0 x 0.5 cm. Representative sections are submitted in seven cassettes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of rectocele, stress urinary incontinence, uterovaginal prolapse, abnormal uterine bleeding, dysmenorrhea, obesity, kidney stone and pelvic pain. On (B)(6) 2020,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysteroctomy,bilateral salpingectomy,uterosacral ligament colpopexy,,midurethral sling,perineoplasty). The reporter considered medical device removal to be related to essure administration. The reporter commented: cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.058 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: hysterosalpingogram indication: status post essure uterus is filled with what appear to be inconsistence filling defects likely air. There is no filling of the tubes. There is no spillage. Impression: satisfactory placement and occlusion [pathology test] on (B)(6) 2020: diagnosis: leiomyomata. Weakly proliferative type endometrium. No hyperplasia or malignancy identified. Bilateral fallopian tubes: focal benign para tubal cysts. Specimen source: uterus, cervix, bilateral tubes clinical information: uterovaginal prolapse; stress incontinence; covid-19 negative. Gross description: the fallopian tubes are gray, purple, fimbriated and average 6.0 x 0.5 cm. Representative sections are submitted in seven cassettes.diagnosis: leiomyomata. Weakly proliferative type endometrium. No hyperplasia or malignancy identified. Bilateral fallopian tubes: focal benign para tubal cysts. Specimen source: uterus, cervix, bilateral tubes clinical information: uterovaginal prolapse; stress incontinence; covid-19 negative. Gross description: the fallopian tubes are gray, purple, fimbriated and average 6.0 x 0.5 cm. Representative sections are submitted in seven cassettes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.